Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that there was no expiration date on the box of bd insulin syringe with the bd ultra-fine¿ needles. The following information was provided by the initial reporter: "consumer called to inquire about syringe expiration date, stated that there is no expiration date on the box. Consumer was not able to locate a lot#, she provided control#: 98916".

Event description:
It was reported that there was no expiration date on the box of bd insulin syringe with the bd ultra-fine¿ needles. The following information was provided by the initial reporter: "consumer called to inquire about syringe expiration date, stated that there is no expiration date on the box. Consumer was not able to locate a lot #, she provided control #: (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter e-mail: unknown. The customer's address is unknown. (B)(6), USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.